Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead dislodged. The lead was explanted and a new rv lead was implanted without further complication. No adverse patient effects were reported.